Manufacturer narrative:
Distributor performed evaluation and any necessary repair.

Event description:
It was reported by the distributor the siderail was damaged, possibly resulting in a false latching situation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.